Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore, the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be submitted upon completion of baxter's investigation.

Event description:
A patient contacted (B)(4) regarding assistance with a system error 2240 while using the homechoice (hc). The patient disconnected prior to the error, and then reconnected thinking they had pressed "stop". (B)(4) had the patient cycle power twice to clear the error and explained they would need to start over with new supplies. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The additional information was inadvertently omitted when initial MDR was submitted. This complaint for a system error 2240 was not confirmed due to a lack of sample; however, based on the information gathered during baxter?s investigation, the system error 2240 was caused by air entering the disposable after the patient disconnected from the disposable. The lot number is unknown therefore a batch review was not performed. The homechoice patient at-home guide instructs patients on how to disconnect for a short time. This review finds the labeling adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).